Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the timing on the power module self test appeared to be off. The audible tone was decreased, and timing of the lights appeared sluggish. This event was not patient related and no follow up was needed for the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a self-test issue, issue with the light emitting diodes on the front display panel, and the audio being lower than expected on the power module were not confirmed. Provided information stated that the power module would be returned for analysis; however, to date no products have been returned. Multiple attempts were made to determine if any products would be returned for analysis; however, no response was received. This file will be reopened with further analysis if the power module is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 08jul2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all power module alarms (visual and auditory), and the actions to take when an alarm occurs. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.